Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips came out of the opened jaws and failed to clamp. The surgeon was forced to open another like device to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the clip drop or eject from the jaws of the device? Or was the jaws closed on the tissue and the clip did not close completely? Both events were observed: some clips fell off from the device completely open before they were closed and some were closed partially but were so loose that eventually fell off.